Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that where the film goes to protect the buttons had came off and customer has tape on it to keep moisture from going in the device. The customer stated that insulin pum rejected new batteries. Customer replaced new battery it goes to a count down then unexpected restart and cold reset was performed message they had to reprogram his device slower rewind louder rewind and buttons hard to press up and down arrows are less responsives. Customer stated that buttons has to be pressed twice to get it to respond. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within specification and passed a21 error test rewind and displacement test. No unexpected rewind/loud anomalies noted. No unexpected a21 alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with stained end cap sticker, stained address/serial number label and broken reservoir tube lip. The test p-cap/reservoir does lock into place. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.